Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their right lower molar broke. They went to their dentist and a temporary crown was placed and they will receive a permanent crown in a week. Their dentist advised them to contact byte, they will need a new impression once the new crown is placed. Requested diagnostic findings letter from patient's dentist. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.